Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated following delivery of high voltage therapy. It could not be determined if the high voltage therapy was inappropriate because of the loss of communication with the non-abbott device. Oversensing was observed on the right ventricular (rv) lead. During system replacement, insulation damage was observed on the right ventricular (rv) lead. The rv lead was capped and replaced and the non-abbott device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.